Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 342 mg/dl after pausing insulin for surgery, and the ilet displayed dosing stopped and continuous glucose monitor (cgm) not paired notifications until the dexcom g7 reconnected during the call. Symptoms included transient hyperglycemia without reported adverse effects. Outcomes included resolution of hyperglycemia with a subsequent glucose of 94 mg/dl and no further assistance requested. Investigation included user interview and troubleshooting regarding cgm pairing and dosing status. Investigation of this case revealed that the event was associated with intentional interruption of insulin dosing for a procedure and temporary cgm connectivity interruption, consistent with expected device behavior when insulin delivery is paused and the cgm is offline. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to intentional insulin suspension with concurrent cgm disconnection, not a device malfunction.